Event description:
The clinician reports the implant was inserted (B)(6) 2009 in ada 28. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and inflammation. No further patient complications were reported.